Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. (B)(4).

Event description:
A doctor reported difficulties lifting lasik flaps on patients eyes during laser assisted flap creation. Doctor reported residual tissue remained. Additional information has been requested but not received. This is one of two reports being filed for this facility. This report refers to the flap lifting issues.

Manufacturer narrative:
Evaluation summary: the creation of a corneal flap is used in patients undergoing lasik surgery or other treatment requiring initial lamellar resection of the cornea. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Contraindications include: patients¿ with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. A flap resection consists of two resections. The first is a circular lamellar disc cut, parallel to the anterior surface. A second resection is a partial cylindrical wall that extends from the lamellar disc to the anterior surface. A portion of the second resection is left untreated to create a hinge. Flap parameters must be specified or verified prior to initiating the laser surgical procedure. All positioning and pattern adjustment occurs in the planning and docking steps. As with any surgical procedure, risk is involved. Possible complications resulting from lamellar flap resection include (but are not limited to): corneal edema, corneal pain, epithelial in growth, epithelial defect, infection, flap de-centration, incomplete flap creation, flap tearing or incomplete lift off. No additional, related information was obtained for this reported event. Therefore no root cause could be conclusively identified. The laser met specifications at the time of release. The customer reported that they experienced difficulties lifting a flap incision created by their laser. One possible contributing factor to side cut tags or incomplete flaps has been associated with the z servo. The z servo¿s inertia when transitioning from the flap bed incision to the side cut, prevents the servo from moving to the programmed depth to begin the side cut incision. As a result, a gas bubble forms between the patient interface (pi) glass and the cornea. The bubble can then cast a shadow onto the cornea and also create sudden corneal movement. This can lead to reports of side cut tags/bridges or incomplete flap treatments. A software correction has been planned to mitigate this issue and will be released as version 2.30c. Although the servo issue has been identified as a possible cause or contributing factor to the reported issue, it cannot be determined conclusively whether the z servo issue contributed to this reported event. Thus, based on the investigation results, the root cause for this event could not be determined.